Event description:
It was reported that the catheter broke off during an onyx embolization treatment procedure. The broken segment was successfully retrieved from the patient.same event as MDR# 2029214-2012-00430.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).